Event description:
This event was identified in the following paper: a novel liver retraction method in laparoscopic gastrectomy for gastric cancer (cea25022_revision 004). On postoperative days 3, 5, and 7, both serum alt (alanine transaminase) and ast (aspartate transaminase) levels were significantly higher in the nr (nathanson retractor) than in the flics (flexible liver retraction with clipping and suturing) group. The peak ast and alt values occurred on day 1 and gradually returned to preoperative values after 7 days in each group. The crp (c-reactive protein) has a trajectory similar to that of the ast and alt values, with the elevation in the flics group remaining significantly lower than that in the nr group.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not supplied, and therefore a review of the device history record could not be performed. The device IFU states: - step 4: under direct laparoscopic vision, manoeuvre the curved edge of the nathanson liver retractor in a superior direction under the left lobe of the liver. - step 5: continue placement of the ports. When this is complete, attach the nathanson liver retractor to the retractor arm and elevate the liver to the desired position. Periodic release of the retractor pressure may be necessary throughout the procedure to minimise the risk of hepatic ischaemia. Occult liver damage indicated by transient increases in liver enzymes after laparoscopic surgery may be caused by a number of factors, including the trauma of surgery, anesthetic agents, the type of surgery, liver retraction, and induction of a pneumoperitoneum. Continuous pressure on the liver leads to local ischemia, which contributes to elevation of liver enzyme levels. In addition, liver ischemia can lead to an elevated crp (c-reactive protein). The fact that increases in liver enzyme and crp levels were less marked in the flics than the nr (nathanson retractor) group confirms that flics (flexible liver retraction with clipping and suturing) is a safer retraction method. Based on the information provided in it can be concluded that the adverse effect of the patient was most likely caused by a combination of patient-related factors, procedural-related factors, and insufficiently following the IFU.

Event description:
This event was identified in the following paper: a novel liver retraction method in laparoscopic gastrectomy for gastric cancer (cea25022_revision 004). On postoperative days 3, 5, and 7, both serum alt (alanine transaminase) and ast (aspartate transaminase) levels were significantly higher in the nr (nathanson retractor) than in the flics (flexible liver retraction with clipping and suturing) group. The peak ast and alt values occurred on day 1 and gradually returned to preoperative values after 7 days in each group. The crp (c-reactive protein) has a trajectory similar to that of the ast and alt values, with the elevation in the flics group remaining significantly lower than that in the nr group.